Event description:
It was reported that the ilet pump¿s screen bezel separated and the display delaminated into two pieces while the user carried the device in a pocket, resulting in a nonfunctional screen; this aligns with a device display component issue characterized as a loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related issue affecting the display assembly that is consistent with bonding failure of the screen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.